Manufacturer narrative:
Drug eluting permanent right ventricular (rv) or right atrial (ra) pacemaker electrodes.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold which was noted during routine office follow up. Additional information received indicating that the physician believed that event could likely due to rv lead was positioned close to the previously implanted lead which was surgically abandoned due to high threshold. Moreover, this rv lead was repositioned higher on septum during return lab visit. No additional adverse patient effects were reported.